Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000522, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the site had issues powering on the mobile viewing station (mvs). The biomedical department had taken a look at the system and it is believed that they may have replaced the fuses. Since then, the system has been powering on. It is unclear when this issue occurred, however, it was first reported to manufacturer representative on 8/26. No patient present. It was confirmed that the system was performing as intended.